Manufacturer narrative:
(B)(4) . The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set did not flow during infusion. The device was being used with a non-baxter infusion pump. The reporter stated that the device had been successfully primed with vancomycin; however, after being loaded into the pump the device did not flow. The reporter indicated that the set was replaced and infusion was continued. There was no patient injury or medical intervention associated with this event. No additional information is available.